Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, discomfort in the scrotum area and swelling. The site was infected, so the entire device was explanted and washed out. No further patient complications reported.